Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for pacing impedance out of range. The lead impedance was noted to have a high gradual upward trending over time. The lead detection was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.